Event description:
It was reported that a malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer continued to use current pump for insulin thereapy until replacement arrives. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range.